Event description:
It was reported that during the insertion process of this product, part of the drainage system sheered off in the pt.

Manufacturer narrative:
(B) (4). The returned catheter was torn off near the fourth length marker. The tear site was jagged and consistent with the shape of the tuohy needle tip. The tuohy needle had no visible burrs, but there was a small silicone fragment near the tip. The instructions for use that accompany the device caution that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. The catheter met all specifications for tensile strength and ultimate elongation testing. A review of the manufacturing records showed no anomalies.